Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary cubie drawer jammed. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that drawer 3 was not opening, and the bearing cage was coming off. A field service engineer replaced the rail, and the drawer functioned as expected. The system functioned as intended after the field service engineer repaired the device.